Event description:
It was reported that the procedure was to treat a concentric, de novo, 90% stenosis in the proximal right coronary artery. Reportedly, the 5.0 x 8mm nc trek balloon catheter was advanced during post-dilatation; however, the balloon ruptured during first inflation at 16 atmospheres. A second 5.0 x 8mm nc trek was used and the procedure was completed. There was no resistance during advancement or retraction of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.